Event description:
This is a clinical report by a physician from (B)(6) of dialysis peritonitis in a subject coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the subject received the last dose of investigational therapy prior to the event with a total dwell time of 4 hours. On (B)(6) 2010, the subject was hospitalized for dialysis peritonitis manifested by cloudy effluent and pain in abdomen with severity reported as mild. On (B)(6) 2010, the subject began treatment with ciprofloxacin 200 mg intravenously (IV) twice daily, amoxicillin 0.5 gram ip four times daily and heparin 0.5 ml ip four times daily (all reported as ongoing). At the time of this report, the event of dialysis peritonitis was reported as ongoing an unchanged. Dianeal therapy was ongoing. The investigator considered the dialysis peritonitis to be mild in severity and unrelated to the dianeal solution or trial procedure but related to peritoneal dialysis therapy.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 4079ml. The fill volume was 2500ml. This meets iipv criteria. Product surveillance left a detailed message with the nurse on (B)(6) 2011 notifying the nurse of the iipv found during evaluation. No further information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). Additional information: the cause of the dialysis peritonitis was a bacterial infection/touch contamination. Confirmation was reported that the event of dialysis peritonitis (bacterial) resolved when treated with antibiotics. Antibacterial therapy was initiated including ciprofloxacin 200 mg IV twice, gentamicin 20 mg intramuscularly (im) twice, heparin 0.5 ml four times in an infusion bag and ampicillin 0.5 grams four times in an infusion bag, cordipin xl 40 mg twice, calcium carbonate 2 grams/day and alpha d3-teva 0.25 mcg daily. On (B)(6) 2010, the subject was discharged from the hospital and the event of dialysis peritonitis (bacterial) resolved.